Manufacturer narrative:
Concomitant medical products: product ID a810, software version: 1.1.342 product type software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine with concentration 1 mg/ml at a dose rate of 0.1497 mg/day via an implantable pump for spinal pain. It was reported that they were unable to connect to the patient¿s pump. On (B)(6) 2020 they had already tried rebooting the devices, tried connecting with the cord, and made sure they were right over the pump, but were still not able to connect. At the time of the report technical services had them try connecting again and the hcp indicated that they were getting the searching screen for 15 to 30 seconds and then it goes to the "no pump response" screen. Technical services then had the hcp try another clinician tablet, and they confirmed they were also seeing the same thing. It was indicated that the hcp had just used this clinician programmer tablet on another patient, and it worked just fine. The hcp had ruled out any electromagnetic interference (emi) that could cause interference as well. It was being considered that the next steps would be to get in touch with a company representative to assist with programming using the older model clinician programmer (model 8840). The hcp planned to call their company representatives. Technical services sent an email to the company representative¿s as well. The issue was not resolved through troubleshooting at the time of the report. The clinician software version being used was version 1.1342. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, product type: software; product ID 8880t2, serial# (B)(6), product type: accessory; product ID 8880t2, serial# (B)(6), product type: accessory. H6: codes have been updated to reflect the new information. The previously applied device code c63173 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. It was noted that their team had spoke with the hcp directly; however, when they made contact the hcp had already resolved the issue. There was no further troubleshooting done from any manufacturer field representatives as the issue was resolved when they made contact with the account. The serial numbers of the communicators used at the time of the event were (B)(6). The cause of the communication issue was not determined. Regarding actions taken to resolve the communication issue, the hcp powered off/on the communicator, attempted interrogating with the device with the communicator connected to the tablet with the cored, and they had also used a different tablet. It was noted that there had been no impact to the patient or outcome. At this time the issue had been resolved. The pump remained implanted and in-use and therefore would not be returned for analysis.